Manufacturer narrative:
Esaote has conducted an investigation and confirmed on (B)(4) 2013 that the surface temperature of the pa230e to be 60 degrees c in still air conditions. The unit involved in the report has been evaluated and results indicate the device is performing at the upper limit of specifications. If the units at the upper limit of specifications increase the power to the allowed maximum, in combination with specific setting to scan difficult to image patients, probes at the upper limit of specifications may exceed temperature limits at the surface. This results in the possibility of a patient experiencing some discomfort. There are more than (B)(4) transducers in the field over a period of (B)(4) and esaote has not received any similar complaints. In order to increase the safety margin to ensure that the temperature limit will not be exceeded by transducers at the upper limit of specifications, esaote will be issuing a non-mandatory software upgrade within (B)(4).

Event description:
On (B)(4) 2013, we were notified by a remanufacturer, that they received a complaint of an esaote cardiac probe, pa230e heating excessively during a scan of a difficult to image patient. There was no reported injury to the patient or user. The remanufacturer measured the surface temperature of the probe and indicated that it was above the safety standard's limit.